Event description:
Noise on both rv and far-field iegms from multiple vf recordings stored by the device, with only one inappropriate shock due to noise. Unable to reproduce the noise at several device checks as well as all rv lead values have remained stable, within range and unchanged. Rv lead scheduled to be explanted and replaced at this time. (B)(4) 2013 - as of today, all available information suggests this system remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.